Manufacturer narrative:
Correction: field h9 has been corrected to reflect that the reported issue is not related to a corrective field action. The maryland bipolar forceps instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip. It failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument, and the components adjacent to the broken wire did not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.